Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) represents the adverse event which occurred on (B)(6) 2014. (B)(4) represents the adverse event which occurred on (B)(6) 2017.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that patient underwent revision of mesh on (B)(6) 2017. No additional information was provided.